Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's daughter that the insulin pump act button is hard to press, have to push few times to make it work. The customer also had high blood glucose. The blood glucose was over 400mg/dl, treated with pump. The customer was advised to discontinue the use of the pump and revert to back-up plan.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current tests due to no act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.